Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that their communicator was not connecting. Patient also mentioned that the tingling sensation had stopped. Patient confirmed that the handset was fully charged at 100%. Agent had patient turn airplane mode 'on' and 'off' and patient confirmed bluetooth is 'on'. Agent had patient close all running applications. The patient is experiencing difficulty navigating and following instructions as it is their first time. Patient also mentioned experiencing difficulty removing the communicator from the handset. Patient is requesting for a manufacturer representative (rep). Agent reviewed information. The patient was redirected to their managing physician (hcp). The national answering service (nas) number was provided. Patient opted to call back later as they are currently in daycare.